Event description:
ECG comm error. The pt had shortness of breath and the pic was set up in an attempt to monitor the pt. Unit would not monitor and there was no back-up unit available. The pt was stable before and after reported problem.